Event description:
Information was received from a consumer who reported the patient had a cardioversion performed yesterday. Prior to the procedure they turned both devices off. The consumer was able to turn the right side back on, but when they tried to turn the left side on they got a message that said no device response. Three days later the manufacturer¿s representative (rep) noted they spoke with the patient¿s spouse on (B)(6) who was very confident on how to operate the patient programmer. During the call the consumer tried to use the patient programmer and the communicator to connect with the left neurostimulator but kept getting a message they were unable to connect with the device. The consumer closed all apps on the handset and turned the communicator off. They tried connecting again, but this time to the right implant with no issues. The consumer then selected the left and right arrows at the top of the handset to try and connect to the left neurostimulator but were unable to connect. The patient had an appointment scheduled with their physician for (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the energy used during the cardioversion/defibrillation was 200. The location of the paddles during the procedure was unknown along with the manufacturer of the cardioversion/defibrillation machine. The patient¿s wife turned therapy off prior to the procedure. The patient had not had previous cardioversion or defibrillation procedures prior to this. The left neurostimulator was going to be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the battery was replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.